Event description:
It was reported that (B)(6) called in with a complaint on an insignia wheel chair she purchased on (B)(6) in 2012. She sent the chair to (B)(6) to her mother. She states there is something wrong with the front casters that does not allow the chair to steer properly. No additional information given. She did not want to file a complaint and hung up.